Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This MDR submission is a late submission. A nc has been issued.

Event description:
Patient reports ill-fitting/snug and close to the teeth/gum line. Subsequently, at 11th week the patient received a communication of not being a good candidate and to stop treatment immediately.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
The date received by manufacturer (g3) was incorrect in the initial report. This report has the corrected date in field g3. Additionally, this was reported as a malfunction event, however medical intervention was required to stop treatment and this event is therefore a serious injury.